Event description:
On (B)(6) 2023, doctor's technician reported that the patient (pt) was not aware the lens was broken, she kept wearing the lens. Pt came in with lens awareness compliant. Upon slit lamp evaluation doctor found branching pattern stain on the corneal epithelial layer. Pt was given erythromycin ointment to use four times per day for 2 weeks. This ointment was given as a preventative measure, comfort, and to treat the irregularity on the corneal epithelial surface. The cornea greatly improved, visual acuity resumed within normal limits. Pt was having residual issue upon arising in the morning. Doctor diagnosed rce (recurrent corneal erosion), pt given muro 128 % ointment for the next 7 weeks at bedtime. Recurrent corneal erosion - loss of corneal epithelium over some or all of the area of the cornea. Chronic condition in which the erosion periodically occurs due to inadequeate adhesion of regenerated epithelium to its basement membrane. On (B)(6) 2023, additional information was obtained from doctor. Pt had a history of herpes simplex on her buttox and hips around the time of this incidence. Doctor chose to culture her eye. The culture came back negative for herpes simplex. Pt complained painful while & after removing the lens. Pt tried blinking lens out using her palm of hand at the temporal canthus. Once pt had issue, she changed to the cl remover. Doctor suspects pt used cl remover on her cornea instead of the lens. Pt complained painful, photophobia, itchy, and mucous discharge. Decreased visual acuity os. Injury may have occurred from cl remover however we have no proof, as upon inspection the lens was cracked. Upon evaluation 2-3+ diffuse punctuate staining, with a branch like pattern (hence herpes simplex suspect). This is the reason for the treatment plan above. Pt did resume cornea / visual acuity all within normal limits. Pt used unique ph as a care product. Since we were unable to obtain the actual product and lot number of unique ph, we could not conduct an investigation of manufacturing records, etc. According to doctor, pt is using unique ph care correctly, we do not believe that there is a causal relationship between the event and unique ph.